Manufacturer narrative:
The device was received for evaluation. During functional testing, audio tones when pressing keypad is low was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the rear case. The rear case kit requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of quiet speaker in the biomed service department. There was no patient involvement. No additional information is available.